Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006, dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and high impedance on the left ventricular (lv) lead. It was noted that the patient is a super responder to cardiac resynchronization therapy pacing so when there was loss of lv pacing, the patient started to not feel well. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.